Manufacturer narrative:
Result: outer head left siderail panel was broken with sharp edges.

Event description:
It was reported by svc report that the outer head left siderail panel was broken with sharp edges. It is unk if there was pt involvement or adverse consequences to report.